Event description:
Pt underwent a diagnostic colonoscopy with 4 polypectomies on (B)(6) 2010. During first 2 polypectomies, provider expressed concern that erbe was cutting too quickly and did not seem to be coagulating. Machine was taken out of service and second machine provided for use. Pt discharged home same day. Pt presented to ed on (B)(6) 2010 with perforation of colon -surgical intervention in operating room.